Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient (catheter) adapter of a titanium transfer set came off from the titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for 60 days. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.